Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. A review of the submitted log file showed 240 events spanning approximately 24 days ((B)(6) 2019 and (B)(6) 2019 ¿ (B)(6) 2019 per time stamp). On (B)(6) 2019 at 02:17 the no external power alarm activated while connected to the mpu due to both white and black lead rsoc voltage levels dropping down to 0v. The alarm cleared shortly after. The backup battery was able to supply power to the controller until power sources were switched. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis and no equipment was exchanged. Additional provided information indicated that it is unknown if the mpu cord came loose from the wall or the back of the mpu. The patient did not have a mpu locking cord. A root cause for the reported no external power alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 9 months (calculated from the date when the mobile power unit was issued to the patient). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient experienced a no external power / low voltage advisory alarm. The patient reports that they were sleeping at the time, connected to the mobile power unit (mpu), when the patient heard the unit beep. The patient got up and the beeping stopped. The patient denies losing power in the house and states that they had no alarms or problems with the mpu. A no external power alarm was observed while on the mpu. It was reported that this was caused by power to the mpu being briefly interrupted. It was reported that the patient was not using the locking version of the mpu power cord but one was ordered for the patient. The alarms have since resolved. The patient is stable and will switch to the new mpu power cable at the clinic. The patient was instructed to monitor parameters daily and contact vc with any abnormal or with any vad alarms or beeping. No additional information was reported.